Manufacturer narrative:
No additional information is available at this time.

Event description:
The customer reported via the mhra that there was a fracture of an exeter stem. We are currently awaiting further details from the hospital. It is not known at this time, whether the patient required revision surgery.